Event description:
The patient reportedly experienced no lock between the external equipment and the cochlear implant. In 2005, the patient was seen at implant center for device evaluation. Testing performed confirmed that the patient's device was no longer functioning. The patient's c1 device was explanted. The patient was reimplanted with another advanced bionics device.